Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Hip revision. Secur fit psl cup size 50 with metal 28 plus 0 head. Head went through the poly and broke the cup. No catalog and/or lot numbers.